Event description:
It was reported that the right ventricular (rv) lead was found to be dislodged. Chest x-ray confirmed that the rv lead was dislodged. Programming changes were made. The patient was in stable condition.